Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Non-healthcare professional (nhcp) reported the administration set was leaking from the tubing during infusion. Exact location of the leak was unknown. There were no visible holes or cracking in the tubing or near the filter. There was no blood loss or bleed back noticed. Medication being infused was fluorouracil. No patient injury reported.